Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use. (2) disconnecting the wand from the controller after power has been turned on.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the ambient super multivac wand had an unspecified functional failure. The procedure was completed with a delay of more than 30 minutes using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.